Event description:
It was reported the act button on the insulin pump were not responding. Time clocked changed. Customer stated the button was pressed slowly. The device was not dropped or exposed to moisture. Keypad was not locked. No alarms or bolus in progress. No button error in history. Customers uses proper battery. Customer's blood glucose was 75 mg/dl. No further info reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. The up button on the insulin pump had intermittent response due to corroded keypad trace. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.